Event description:
It was reported that the pt experienced flaccidity and appears to have been overdosed immediately following a pump and catheter replacement procedure. The manufacturer's representative was returning to the hospital to read the pump with event logs. The pump was subsequently programmed to a minimum rate infusion mode. The pump contained lioresal 2000 mcg/ml programmed to deliver the same dose as the previous pump, or 203 mcg daily. Follow up information reported that the pt appeared to be improving. The intrathecal dose was increased from minimum rate to 180 mcg/day. The hcp planned to monitor the pt overnight. The intrathecal drug prescription was confirmed as correct; the correct concentration, drug, and dose were programmed. Additional information reported that initially, the medication seemed a little "strong" but then the dose was decreased and the pt's tone improved. The pt was doing well and would probably go to rehab. The pump was used to deliver lioresal 2000 mcg/ml with a current daily rate of 185 mcg.